Manufacturer narrative:
Alleged failure: broken tip. Probable root cause: non-conforming component, poor assembly process, misuse, use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke inside the patient. Broken pieces were retrieved successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke inside the patient. Broken pieces were retrieved successfully.